Event description:
It was reported that the lcd on the device is not working. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4:UDI section is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to have a broken enclosure, corroded drain elbow, impact damaged circuit board, and faded line cord. The reported issue was confirmed during functional testing when the device failed to function on startup, including the display. The investigation traced the issue to the device circuit board, which was determined to be damaged. The investigation attributed this condition to damage caused by a physical impact. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device has been deemed beyond economical repair and will be decommissioned.